Manufacturer narrative:
(B)(4). Concomitant medications - albuterol, amlodipine, aspirin, lioresal, dulcolax, decadron, lovenox, tricor, dilaudid, levaquin, synthroid, furosemide, cozaar, protonix, miralax, and senokot. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. The cause of the infarction and stroke is unknown.

Event description:
The following information was reported to gore through the global registry for endovascular aortic treatment ((B)(4)): on (B)(6) 2016, the patient underwent treatment of a thoracic aortic aneurysm with a conformable gore® tag® thoracic endoprosthesis. The patient tolerated the procedure. On (B)(6) 2016, the patient presented with an acute infarction of the spinal cord and acute ischemic left middle cerebral artery stroke. It was reported a spinal drain was placed for treatment of the infarction, and an MRI was performed for the stroke. The patient was discharged to a rehabilitation facility and is currently under observation. The cause of the infarction and stroke is unknown. No further adverse events were reported.